Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator screen turned black and a vent inop error occurred. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) who verified the tubing from the gas delivery system (gds) was reversed to the gas outlet port. When the proximal line was disconnected, the unit alarmed with vent inop error code 1009 (pressure regulation high). The be corrected the position of the tubing from the gds to the gas outlet port. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.